Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that upon further review, the follow-up note from 2025-07-07 should say "no abnormal readings" instead of "now abnormal readings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that it was confirmed with the managing physician that the reported issue is due to the high therapy settings. No further action is planned at this time. Battery will be replaced with a rechargeable model when it is time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that about 3 weeks they were received their replacement implant. Caller stated that about two weeks ago when they went to the hcp office they were told that the new ins only had 8 months left. Agent reviewed that the battery longevity is dependent on the patients settings and usage. Patient stated they don't believe it's the settings due to the implant being so newly implanted. Patient confirmed they have not had any falls or trauma to the area. Agent reviewed information and redirected patient to healthcare provider. Additional information was received from the manufacturer representative (rep) that they were just notified via patient phone call that today they saw 94% battery, but with only 8 months remaining. Patient was just recently implanted on (B)(6) 2025. Caller was wondering what could have caused this. When asked, caller was unsure of battery activation date or if date/time settings were correct on patient's handset. Caller stated patient battery settings were "pretty high" and in bipolar configuration. Caller said patient just recently followed up with their managing hcp. Agent suggested checking battery activation date and date/time settings, but that ultimately in-person evaluation may need to be done. Agent suggested caller call back if when they were actively troubleshooting with the patient for real-time assistance. Rep called back to report that they were with patient and their nurse practitioner. Caller said today the patient's battery shows 91% and 7 months left. Caller did an impedance check which showed now abnormal readings. Caller reviewed settings, which were high. They were as follows: left vim: interleave setting 1st program: case + 0- 1- 2a- 4.8 ma 120 pw 125 rate 2nd program: 0+ 1- 2.8 ma 90 pw 125 rate left impedance rage: 1095-2145 ohms right vim: case + 0- 1- 2c- 5.7 ma 90pw 125 rate right impedance range:1450-2814 ohms (2814 ohms was on a segment) rep did not run longevity check to see what it would have been at the time of implant. Caller denied use of sensing or adaptive stim with this system. Caller said patient's last system last 4 years, but upon further review, the settings were much lower. Patient required higher settings to maintain therapeutic benefits. Caller wondered why the estimation was showing 91% for 7 months instead of a lower percentage. Agent reviewed with percent was only an estimate and perhaps counting down to eri instead of eos. The caller said they would discuss the possibility of a rechargeable ins with the patient and nurse practitioner.

Event description:
Additional information received from patient indicating they are scheduled for ins battery replacement next month. Patient affirmed that depletion of battery is due to high settings. Patient was calling to ask about use of non-manufacturer device for tremors, stating they are looking for something to treat their tremors since the dbs therapy lost efficacy about 2 years after implant. Recommended patient discuss their symptoms with managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.